Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was changing out to two fully charged onboard batteries in a vehicle. The customer also reported that the fault alarm occurred after the second onboard battery was inserted into the freedom driver. The customer also reported that the freedom driver continued to exhibit an irreversible fault alarm after the patient attempted to change to another set of onboard batteries and connect the driver to the car power outlet. The customer also reported that the patient was subsequently switched to the backup freedom driver. The hospital staff member noticed that there were still 3 bars of power on the returned onboard batteries. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed three permanent fault alarms. One of the alarms, fault code 36, can be produced during battery exchange while operating the freedom driver only on battery power. The driver passed all test requirements, which included nominal normotensive and hypertensive settings with no anomalies or alarms. An onboard battery exchange test was conducted using test batteries, as the batteries associated with the issue were not returned with the driver. During the test, the driver performed as intended with no evidence of a device malfunction. The customer experience could not be reproduced, but it was confirmed by the alarms recorded in the eeprom. The root cause for the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was changing out to two fully charged onboard batteries in a vehicle. The customer also reported that the fault alarm occurred after the second onboard battery was inserted into the freedom driver. The customer also reported that the freedom driver continued to exhibit an irreversible fault alarm after the patient attempted to change to another set of onboard batteries and connect the driver to the car power outlet. The customer also reported that the patient was subsequently switched to the backup freedom driver. The hospital staff member noticed that there were still 3 bars of power on the returned onboard batteries. There was no reported adverse patient impact.